Event description:
It was reported that the customer dropped the insulin pump and the case is cracked. It was stated that the end cap sticker and the drive support cap were cracked. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump received with a broken off end cap, missing end cap sticker, scratched lcd window and cracked reservoir tube lip.